Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-115mg/dl fasting. Verified test strips expire 01/14/2018. Confirmed customer's test strips are not being stored properly and she transferred them to another vial. Reviewed meter memory (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored conditions.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-115mg/dl fasting. Verified test strips expire 01/14/2018. Confirmed customer's test strips are not being stored properly and she transferred them to another vial. Reviewed meter memory (B)(6). Customers concern: meter is reading higher than expected fasting range of 100-115mg/dl. No adverse event reported.